Manufacturer narrative:
The set screw was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. .

Event description:
During revision surgery for infection that was not attributed to the implanted devices, the tips of two moss miami final tighteners broke off from the instruments when trying to loosen set screws for removal. Three set screws were finally loosened. However, one set screw was so tight that a high speed metal cutting burr was used to cut and remove the screw. This mfg medwatch report is being filed for the set screw that required the high speed cutting burr to be removed. See mfg medwatch report no 1526439-2013-17643 for the first moss miami final tightener that was involved in this event. See mfg medwatch report no 1526439-2013-17644 for the the second moss miami final tightener that was involved in this event.